Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency procedure was performed when the issue happened and completed by manually moving the arm back inside the boundary. The philips field service engineer (fse) inspected the system onsite and identified that the arm won't move. During the troubleshooting process, the field service engineer (fse) observed that when the arm is placed outside the designated park position, the arm's structure prevents it from functioning properly. It is advised to manually reposition the arm within the specified limits. To resolve the issue manually move the arm back within the boundaries. After that the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the loss of motorized movement is resolved by manually. If the motorized stand movements become unavailable, the user can move the stand manually using the detector in a shift motion. Manual movements are also described in the instructions for use. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm did not move. The device use was unknown at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.